Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to the operator not following the correct treatment procedures as directed in the user's guide. The user's guide provides adequate instructions for ending treatment and performing rinseback. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and will provide add'l training regarding treatment and rinseback. Nxstage medical considers this report closed. No add'l info will be provided.

Event description:
The operator reported missing a step at the end of a routine hemodialysis treatment. Rinseback was not performed due to clotting of the circuit, resulting in an estimated blood loss of 190cc. No medical intervention was required.